Event description:
Patient reported not enough milk production. Upon review, the event of not enough milk production occurred before the patient had the primary augmentation. Patient later reported rupture via MRI. This file is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported not enough milk production. Upon review, the event of not enough milk production occurred before the patient had the primary augmentation. Patient later reported rupture via MRI. This file is for the left side. The device has been explanted.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken on radius side assessed as fold flaw opening. Additional observations: ¿ observed stress marks on the device. No further actions are required as the device was implanted.

Event description:
Patient reported not enough milk production. Upon review, the event of not enough milk production occurred before the patient had the primary augmentation. Patient later reported rupture via MRI. This file is for the left side. Device has been explanted.

Event description:
Patient reported not enough milk production. Upon review, the event of not enough milk production occurred before the patient had the primary augmentation. Patient later reported rupture via MRI. This file is for the left side. Device remains implanted.